Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for no power issue, however during investigation the internal pcba (printed circuit board assembly) became too hot while charging. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The user reported that reader did not power on with button press and test strip insertion. Built-in reader test was performed and the test passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and the pcba board gets too hot when charging with a known good battery inserted. No other issues were observed. An extended investigation was performed. Performed built-in reader test and observed the test was passed. The reader was de-cased and observed that the pcba board gets too hot when charging with a known good battery inserted. A visual inspection was performed using a microscope on the returned reader and the reader printed circuit board assembly (pcba). No issues were observed. The reader event log was downloaded and reviewed for any abnormalities. Several error events were observed. It indicated hardware failure in the i2c communication module for transmission and reception. Hardware failures in i2c communication could lead to irregularities in reader functionality. Bench testing was performed on the reader. Using a digital multimeter. The returned battery voltage was measured and the result was not within the specification range. A known good battery was used for the remainder of testing. The reader turned on and displayed a white screen momentarily before turning off. The returned reader was monitored under a thermal camera while in the state of no button was pressed but connected to battery, button was pressed and connected to battery. Thermal hot spots were observed on the u2 and u5 ics components, this indicated of incorrect adapter usage for reader charging. R100 pulldown resistor was measured and any voltage across this resistor was evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the u2 and u5 ic components would permanently damage the components, systems such as i2c communication and will exhibit hotspots when operation of the reader was attempted. The reported field event of the reader becoming too hot to hold was not confirmed to use. The thermal hotspots on ic components in stm readers was due to incorrect usb power adapter usage by the customer. Usage of an incorrect usb power adapter to charge the reader will surge critical ic components of the reader with excess voltage/current and permanently damage the reader. This is not possible with the abbott provided usb adapters; therefore, the issue is not confirmed to use due to incorrect adaptor used. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. Furthermore, an extended investigation was performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for no power issue, however during investigation the internal pcba (printed circuit board assembly) became too hot while charging. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.